Event description:
Per the clinic, the patient experienced a recurrent infections at the implant site. Subsequently, the patient was treated with antibiotics (specific type, date and duration not reported) and underwent several revision surgeries (specific date not reported), in order to save the implant; however, the issue could not be resolved. The device was explanted (specific date not reported) and reimplantation is planned but has not taken place at the time of this report.